Event description:
...

Event description:
A customer obtained a "sensor update failed" error while reviewing on-board data on unicel dxi 800 access immunoassay system. Multiple qc results were also failing out of range. It is unknown at this time if there were any erroneous results generated in connection with this event. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A routine system check was performed and passed within instrument specifications. The temperature controller software is used by the analyzer to monitor all instrument temperatures. The error "sensor update failed" may occur after the temperature control process has failed. Service was not dispatched for this event as the likely root cause was discovered while troubleshooting with customer technical support (cts). The analyzer's temperature control process is the likely root cause of this event.